Event description:
It was reported that during the implant procedure, when the impedance test was performed non-physiologic sensing/noise/oversensing was observed on the leads. The leads did not exhibit noise through the analyzer. The device was replaced and the new device also exhibited the same behavior. The second device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: 6935-58 lead, implanted: (B)(6) 2015. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.